Event description:
It was reported that there are suspicions this right ventricular (rv) lead dislodged and perforated the patient as the patient experienced epigastric stimulation while standing occasionally. The lead was explanted and replaced. The lead will not be returned for analysis as the lead was discarded at the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that there are suspicions this right ventricular (rv) lead dislodged and perforated the patient as the patient experienced epigastric stimulation while standing occasionally. The lead was explanted and replaced. The lead will not be returned for analysis as the lead was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.